Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis h6 codes: health effect - impact code problem code: f18 rehabilitation/ code not available h6 codes: health effect - impact code problem code : correction to disregard 4650 appropriate term/code not available.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. Date of event is an approximation. On (B)(6) 2025, the patient began experiencing vomiting. At the time, cgm readings were reported to be within normal ranges, although no specific values were provided. No bg reading was taken initially. The patient¿s son contacted emergency services, and the patient was transported to the hospital. Upon arrival, she was admitted to the intensive care unit (ICU), where she was diagnosed with diabetic ketoacidosis (dka) and dehydration. Treatment included intravenous (IV) fluids, and the patient remained hospitalized for two weeks. Following her hospital stay, the patient was transferred to a rehabilitation facility, where she remained for an additional two and a half weeks. At the time of the report, the patient was reported to be doing well and in stable condition. It was noted that at an unspecified point during the event, a bg reading of 280 mg/dl and a cgm reading of 140 mg/dl were documented. The details were provided by the patient¿s son, who reported that he did not accompany his mother in the ambulance and was therefore unaware of the treatment administered by paramedics or if bg was taken at any point. By the time he arrived at the hospital, his mother had already been admitted to the ICU. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator prior the patient being transported to the hospital. At an unspecified time, the reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available

Manufacturer narrative:
(B)(4).

Event description:
It was indicated that the patient used multiple bg meters throughout the same sensor session, which is misuse of the device.